Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Following the replacement of the fuses, a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the fuses on the viewing station of the imaging system had blown. The representative reported that they replaced the fuses with inventory on hand which resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect fuses were received by the manufacturer for evaluation. Continuity testing found that the fuses were open. This confirmed an electrical issue due to the open fuses.